Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose levels were 490 mg/dl and 400 mg/dl. Treated it by changing infusion set and delivered bolus. The customer had alleged that the insulin pump was under delivering. The device will not be returned for analysis.